Manufacturer narrative:
(B)(4). After review of the information obtained, it has been determined that this is a serious injury. Additional information was requested and the following was obtained: where within the scale of adjustment of the gap was the orange indicator before firing? Yes. What confirmation did you receive that the device was completely fired? Auditory did the device staple? Yes. Was the staple line complete? Do not know. Were some staples missing from the staple line? It was not possible to visualize it. What was the shape of the staples (b formation, irregular, straight legs)? In b. Did the staples deploy in the tissue? Yes. Were the staples seen in the surgical field? Do not know. Did the device cut? Yes. Was the cut line completely circumferential around the target tissue? Yes. If the device was cut completely, were both tissue donuts present? Yes. If the device was cut completely, were the two donuts completed? Yes. How many counterclockwise revolutions were used to open the device? 3/4. How was it confirmed that the anvil was free of tissue before being removed? Not confirmed. After firing, did the adjustment knob turn from ½ to ¾ revolutions? Yes. Was the device turned 90 degrees in both directions to ensure that the anvil was free of tissue? Yes. Was there any patient consequence as a result of the event? Yes. If yes, what was the consequence? Provide more details. Due to the failure it was decided to change the surgical technique and the patient required a definitive ileostomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What was the exact surgical procedure? What is meant by incomplete stapling? What was the alleged failure identified in the procedure? Was a leak test performed? If so, what were the results? Is the colostomy permanent or temporary? What is the current patient status?

Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information requested: can you please clarify the event as you have only stated "incomplete stapling". Can you address these questions and the subsequent patient consequence: where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Was there any patient consequence as a result of the event? If yes, what was the consequence? Please provide further detail.

Event description:
It was reported that during a colon resection procedure, there was incomplete stapling. No further additional information. There were no patient consequences reported.